Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose values of 22 mmol/l (396 mg/dl) with ketones of 1.7. The pod was worn between 4 and 24 hours on the abdomen. Symptoms reported include hyperglycemia and high ketones. The patient was treated with two bags of intravenous fluids and a new pod.